Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical record, the indication for placement was gastrointestinal bleeding while on coumadin, with a history of pulmonary embolus and right lower extremity deep vein thrombosis (dvt). The optease filter was deployed below the renal veins with the tip at the l2 level. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to perforation of filter strut(s) outside the ivc wall. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. At the time of implant, a colonoscopy revealed multiple colon polyps that were resected with biopsy; non-bleeding internal hemorrhoids and diverticulosis in the sigmoid colon. The lovenox and coumadin therapy was restarted with no recurrence of bleeding, and the patient was discharged home. Approximately nine months after implanted, the patient had a cta for chest pain and dyspnea. The results revealed severe interstitial lung disease with irregular areas of pleural thickening; nonspecific mediastinal lymph nodes, stable when compared to previous; no evidence of acute pulmonary embolism (pe), in addition to normal caliber pulmonary trunk, unremarkable upper abdomen, resolved thromboembolic disease and an ivc filter in place. Approximately eight years after implant, a CT scan of the abdomen and pelvis, was done for chronic abdominal pain and follow-up of the ivc filter. The scan results revealed scattered atherosclerotic calcification but no aneurysm or dissection. The optease ivc filter was noted with the tip of the filter anchored posteriorly and abutting the posterior wall of the inferior vena cava. The tip of the filter is located 2.9mm below the lower most portion of the left renal vein. The fixation barbs penetrate the wall of the inferior vena cava with two abutting the right lateral wall of the abdominal aorta, two (2) abutting portions of the second duodenum, and a single strut abutting the anterior border of the right psoas muscle. Other findings reported: bilateral corticomedullary renal calculi without hydronephrosis ureterolithiasis, or hydroureter, sigmoid colon diverticulosis but no diverticulitis and moderate to advanced disc degenerative changes at lumbar levels. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and perforation of filter strut(s) into organs. Additionally, the patient also reports anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and abdominal pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrections provided for sections d3 and g1 (manufacturer address line 2).

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to perforation of filter strut(s) outside the inferior vena cava (ivc) wall. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages. Per the medical records, prior to the index procedure, the patient was admitted for gastrointestinal bleeding with a history of pulmonary embolus and right lower extremity deep vein thrombosis (dvt). The filter was indicated as the patient developed rectal bleeding while on coumadin and was not a candidate for anticoagulation. The optease filter was deployed below the renal veins with the tip at the l2 level. According to the medical records provided, in addition to the ivc filter placement, the patient had a colonoscopy, which revealed multiple colon polyps that were resected with biopsy; non-bleeding internal hemorrhoids and diverticulosis in the sigmoid colon. Consequently, it was felt that either the diverticulum or the hemorrhoids were the source of the bleeding, although the patient was not bleeding at the time of the study and remained hemodynamically stable. The lovenox and coumadin therapy was restarted with no recurrence of bleeding, and the patient was discharged home on lovenox and coumadin. Approximately nine months after the filter was implanted, the patient had a pulmonary computed tomography angiography (cta) procedure indicated for chest pain and dyspnea. The results revealed severe interstitial lung disease with irregular areas of pleural thickening; nonspecific mediastinal lymph nodes, stable when compared to previous; no evidence of acute pulmonary embolism (pe), in addition to normal caliber pulmonary trunk, unremarkable upper abdomen, resolved thromboembolic disease and an ivc filter in place. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years and eight months post implantation. The patient reports perforation of filter strut(s) outside the ivc and perforation of filter strut(s) into organs. Additionally, the patient worries about the filter daily, suffers from anxiety and was told by doctors that the filter could not be removed. There have been no documented attempts to remove the filter. Approximately eight years after the filter was implanted, the patient underwent a computerized tomography (CT) scan of the abdomen and pelvis, which was indicated for chronic abdominal pain and as a follow-up of ivc filter placement. The scan results revealed scattered atherosclerotic calcification but no aneurysm or dissection. The optease ivc filter was noted with the tip of the filter anchored posteriorly and abutting the posterior wall of the inferior vena cava. The tip of the filter is located 2.9mm below the lower most portion of the left renal vein. The fixation barbs penetrate the wall of the inferior vena cava with two abutting the right lateral wall of the abdominal aorta, two (2) abutting portions of the second duodenum, and a single strut abutting the anterior border of the right psoas muscle. Other findings reported: bilateral corticomedullary renal calculi without hydronephrosis ureterolithiasis, or hydroureter, sigmoid colon diverticulosis but no diverticulitis and moderate to advanced disc degenerative changes at lumbar levels.

Manufacturer narrative:
As reported, the patient underwent placement of a optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to perforation of filter strut(s) outside the inferior vena cava (ivc) wall. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to perforation of filter strut(s) outside the inferior vena cava (ivc) wall. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages.